Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that phrenic nerve stimulation occurred during testing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dysesthesia, vibrations from time to time. It was also reported that their whole body feels "electro-static". During testing the output of the right ventricular (rv) lead was increased which lead to phrenic nerve stimulation. It was noted the stimulation was not related to the dysesthesia. The rv lead was reprogrammed. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.